Event description:
On (B)(6) 2008, the pt was implanted with two gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm and an iliac artery aneurysm. On (B)(6) 2012, a computed tomography revealed a proximal type I endoleak. No aneurysm growth was noted. On (B)(6) 2012, the pt was implanted with a gore excluder aaa endoprosthesis aortic extender component to treat the endoleak. The endoleak was resolved and the pt tolerated the procedure.

Manufacturer narrative:
Results: the review of the mfg paperwork verified that this lot met all pre-release specs.